Event description:
It was reported that at the end of the procedure for endoscopic retrograde cholangiopancreatography (ercp), the distal cover of the videoscope fell off when taking the videoscope out. Additional information received that the videoscope was reinserted to confirm that the distal cover was not left in the stomach of the patient. The distal cover was then recovered off the patient¿s tooth. The procedure was then completed with the same device. There were no further reports of patient harm.

Manufacturer narrative:
The reports of the following patient identifiers are linked: (B)(6). This report has been submitted by the importer under this MDR report number 2429304-2025-00123. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.